Event description:
This pt was undergoing a laparoscopic gastric bypass, roux-en-y, lysis of adhesions and repair of an incarcerated hernia. A 12 mm ethicon trocar was used. Preoperatively, it was noted by the surgical tech to be intact. At the end of the case, as the trocar was being removed, it was noted that a piece was missing from the tip. The surgical team assessed the abdomen for the missing piece and was unable to find it.